Manufacturer narrative:
(B)(4). Device was received with blank display due to corroded battery tube. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was unknown. There was crack on side of battery compartment. The troubleshooting was performed for the damage. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.